Event description:
The catheter was placed on 3/17/1998, on 3/27/1998, PICC line appeared clotted, attempted to clear and the line began to leak. They discontinued use, and during attempted removal by nurse, the line separated just distal to the reinforcement area. They went in through the groin and snared the separated segment from the femoral vein. Pt is ok.